Event description:
A vague report was received that the infsuion pump was involved in an over-infusion of a versed solution. No specific info regarding the amount of solution or the infusion rate was reported. The pt was reported to be "ok" afterwords and no medical or surgical intervention was required. No add'l specific pt info was reported.